Event description:
On 5/14/1998 the account reported an erraitc troponin-I result of 9.0 ng/ml (09:23 am) on a pt presented in emergency room (06:52 am), which was run on the axsym analyzer. An alert or flag was not given with the erratic result. The sample was retested, giving 0.2 ng/ml (20:49 pm). According to the account the erratic result was due to fibrin in the sample. No report of injury.